Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus select ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 63cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-sep-2019. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 16 x 3.00mm promus premier select drug-eluting stent was selected for use with no reported issue. No further patient complications were reported. However, returned device analysis revealed hypotube break.